Event description:
It was reported that a patient underwent a sling procedure in 2009 and mesh was implanted. 16 years after surgery, the patient experienced new problems of urinary incontinence, accompanied by symptoms similar to those before the operation. Among the possible causes currently under consideration, there has been a hypothesis that the benderelles used during the intervention have been degraded, a possibility of which the patient had been informed beforehand precisely because of the type of intervention. In particular, blue/blue elements have been detected in urinary sediment following urinoculture, which may have a correlation with benderella. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): please clarify the consequences for the patient. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.